Manufacturer narrative:
The reported event of early battery depletion was not confirmed. The device was received without telemetry, and battery having reached end of life (eol) after exceeding projected longevity. The device image could not be saved due to battery condition and a request was made to the field, but the device image was not available. After cutting open the device and replacing the battery, the device was tested under nominal conditions with normal results. Additionally, the pacer was programmed and tested under three different pulse amplitude levels and the results indicate the drain current was within normal range.

Event description:
During follow-up, the physician was unable to interrogate the device. Technical support was contacted but premature battery depletion could not be confirmed. The device was explanted and replaced to resolve the issue. The patient was in stable condition.

Event description:
New information was received that the correct serial number for the device was (B)(4).